Manufacturer narrative:
Approximately one year after the system installation ((B)(6) 2002), the customer had a collision. The table was tilted into a monitor cart causing the guide rail at the bottom of the table to break and the table could no longer be tilted. The table was repaired by siemens and (B)(4) and the system has been working properly since. Results: cracks.

Event description:
During the most recent service at the customer's site, siemens local service engineer, (B)(6), identified that the table rear longitudinal tooth gear support weld appeared to be cracked. This area of concern is the point at which the entire table is supported and the stress point of the system. In case of a failure in this area, this could possibly cause erratic behavior of the table movement possibly leading to equipment damage or even injury to pts or staff. There are no injuries involved in this event. The siemens field service engineer and the area service manager informed the customer that they should not use the system anymore. (B)(6).